Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that right atrial and right ventricular lead warnings were seen at an in-office check. A wide variation in device daily measurements of lead impedances was noted. The right ventricular lead had low impedance; the right atrial lead had high impedance. Activity counters were not accurate and overestimated daily activity. At the device check, it was also noted there was no sensing in the right ventricular lead and poor atrial lead sensing. Oversensing on the atrial lead to nonphysiologic mode switches. The device was thought to have an unexpected lower longevity. The device was explanted and replaced. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Additional product analysis lab (pal) analysis attributed the cause of the reported failure to be several copper trace anomalies between exposed traces in the substrate of the scsp component. The copper trace anomalies were identified with optical microscopy and confirmed with sem inspection. Electrical shorts consistent with the locations of the anomalies were simulated on sbb. The simulations resulted in symptoms similar to the reported field failures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.